Manufacturer narrative:
Heartsine's investigation was unable to confirm the reported fault. During the reported patient-involved event, the device was first powered on, issuing the normal advisory speech prompts to remove the pads, peel pads from liner and apply to patient. After 1 minute and 17 seconds the device was powered off. Moments later, the device was again powered on, and an in-range impedance was successfully detected. However, moments later the impedance went out-of-range, and the device issued a ¿check pads¿ prompt for the remainder of the event. Therefore, the device did not progress to complete any cardiac rhythm assessments or deliver a shock. Given the observation that the patient had a stroke it is unlikely that the device contributed to the patient outcome. No fault was found on the 350p that would have led to unstable impedance measurements. No continuity issue was identified on the patient output cables and no fault found on the pogo pins that would have resulted in an impedance detection issue. The device accurately measured impedances throughout the specified range, even under the stress of elevated temperature. The device delivered the shock therapy sequence without fault. Furthermore, the device recorded ECG data accurately without noise or other abnormalities. It was observed upon receipt that the returned pad-pak had not been used, as evidenced by its electrode pads being still sealed within their foil pouch. The customer was advised that the pads of the returned pad-pak from lot h0877 were sealed and unopened, indicating they had not been used. The customer was asked to confirm they had returned the correct pad-pak. The customer responded that the returned pad-pak was new, and they did not have the pad-pak used in the event. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their AED failed to deliver therapy after a patient suffered from a stroke. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their AED failed to deliver therapy after a patient suffered from a stroke. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.